Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 12 mg/dl. The customer was unresponsive and passed out. The customer received a emergency medical service. The customer experienced symptoms such as shaking, inability to follow simple commands and unconscious for 2 hours. The customer was treated with glucagon shots by paramedic. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was over delivering the insulin. The customer stated that they were using the auto mode feature. The insulin pump will be and reservoir will not be returned for analysis.